Manufacturer narrative:
2/4/1998-supplemental report #1 submitted to FDA. Quality assurance received only the disposable loading unit for the instrument reported. Although the reported condition has been confirmed, the exact cause could not be reliably determined.

Event description:
The product was used during a bullectomy procedure. Reportedly, the staples did not form properly. The hosp has reported no pt injury occurred.